Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was explanted on (B)(6).2022 due to infection with wound healing problems. After two failed attempts to close the wound the clinic decided to proceed with explantation. Information was received that the user might be reimplanted in the future.

Manufacturer narrative:
Additional information: according to the information received, the recipient experienced a surgical site infection in the early post-operative period, following an acute respiratory infection. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process and culture results identified pseudomonas au.. Considering the proper sterilization of the device, the sequence of events, and the type of pathogen isolated, the reported infection was most likely due to a device unrelated acute respiratory infection that spread to the implant site. The concerned device was explanted but is not available for investigation. This is a final report.

Event description:
The user was explanted on (B)(6) 2022 due to infection with wound healing problems. The problems started on (B)(6) 2022, 3 months after a respiratory infection and cultures confirmed an infection with pseudomonas aeroginosa. After two failed attempts to solve the problem the clinic decided to proceed with explantation.